Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient¿s implant does help with their tremor, and they have been able to reduce some of their medication. The caller stated that when they turn up stimulation the tremors stop, and when they turn it back down the tremors return. After the implant surgery, the patient got ¿very much like a zombie¿. It was also reported that the patient¿s speech has gotten really bad, and they have bad stuttering. The caller needs to remind the patient to move their mouth and tongue in order to be understood. The issues with speech started a couple weeks after implant, and has been getting worse. The caller stated that the patient does not have any extra quality of life, and was supposed to get out of the hospital the next day. It was difficult getting the patient into the car, because they were such a zombie and didn¿t know what was going on. It was stated that they have had 2 or 3 days maybe when they thought the device was working. The caller wanted to know if technical services could assist in programming, because the patient is worse than before implant. The patient¿s healthcare provider (hcp) keeps telling them ¿I guess it takes the patient a long time to heal¿. It was also mentioned that the patient can hardly even walk, and they are concerned about his circulation. Technical services reviewed that they are not medically trained and cannot advise on how to program. The caller was redirected to discuss the symptoms with their healthcare provider (hcp). No further complications were reported or anticipated.

Manufacturer narrative:
Correction submitted as it was determined (B)(4) was missing from coding. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.